Event description:
It was reported that an ilet pump would not power on or respond despite placement on a charging pad that displayed a solid green indicator, and replacement equipment was arranged after outlet and charger checks, consistent with an unresponsive touchscreen/key input on the touchscreen component. Symptoms included hyperglycemia to 350 mg/dl and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive user interface affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.